Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Indication for use - used to address that the starclose se device was used in a mildly calcified access site. The instructions for use, under precautions, states: do not deploy the clip in areas of calcified plaque. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a starclose se device with a 6f sheath after a coronary diagnostic procedure. Reportedly, the clip was deployed normally but hemostasis was not achieved as some bleeding continued. Manual arterial compression was applied to achieve complete hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported device inability to achieve hemostasis could not be confirmed as the returned device analysis noted the device functioned correctly with no indication of a product quality deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. It was reported that the device was used in a mildly calcified access site. The instructions for use, states: do no deploy the clip in areas of calcified plaque. Based on the information reviewed, there is no indication of a product deficiency.